Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device failed longevity calculations after the device was explanted 93.1 months of implant due to normal battery depletion. The battery depletion was due to compromised low voltage capacitors which resulted in a high current condition.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.